Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), product type programmer, patient product ID: 3 093-28 lot# v744241, implanted: 2012 (B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient had a urinary tract infection which started wednesday of last week. Culture and sensitivity was done and the patient was ordered an antibiotic. The patient had lost their programmer. The patient did not know if infection was related to device/therapy. The patient was having pain at the ins site which started the prior week. There was no known accident or incident related to this issue. The patient was disabled and didn't do a lot of walking where they would fall. The patient had not had any medical procedures recently. The patient went to a healthcare provider's office to get device turned down. A replacement patient programmer was ordered for the patient. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the pain at the implant site started when the patient was with their mother at the hospital. The health care provider (hcp) was replacing the implantable neurostimulator (ins) and lead on 2015 (B)(6). The lead was being replaced because the patient had never gotten therapy benefit from their old system since the original system was implanted. The lead was replaced to try to provide the patient with therapy. The ins was replaced because, it was almost dead. The battery depletion was normal and the patient¿s device was set in continuous mode. The patient recovered without permanent impairment.